Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: a review of the pump¿s black box data showed no evidence of loss of power events. .the pump powered up with audible and vibratory features to a blank display screen. During visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak. Unrelated to the initial complaint, it was observed that the pump case was cracked between the case seal and the keypad. The pump was opened and there was moisture damage found to display flex connector and the printed circuit board (pcb). The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to a blank screen related to moisture ingress in the pump.